Event description:
It was reported the camera head displayed a bad image; the picture was not clear. The issue was observed during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. No other issues were identified. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. A probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.